Event description:
Patient suffered recurrent dislocation following this revision. They had moderate mobility and pain, patient was overweight. X-ray imaging could not confidently identify cause of dislocation. Operation found cup had moved into a retroverted position and a 45 mm bone screw in the cup had broken. Removing poly found defects on rim from where dislocation and impingement occurred and cup had fibrous ingrowth only.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.